Manufacturer narrative:
The subject device was returned for device investigation. It was observed that during the device evaluation, there was no image. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that there was no image. There were no reports of patient involvement.